Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock from their device for possible rvr (rapid ventricular response). It was noted that the device had classified the event as vf (ventricular fibrillation).the device remains in use. No further patient complications have been reported as a result of this event.